Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A non-healthcare professional reported that the multiple flap issues including incomplete flaps and missing side cuts in the left eye of a patient during lasik surgery. There are multiple related reports for this event. This report addresses the patient initial (B)(6) left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. During on site visit, filed service engineer verified system, replaced puf pcb and performed system verification as per service installation record. Replaced part return was requested but not provided. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed three energy checks and performed twenty-five treatments on that day. The energy was stable during this period. The logfile shows twenty-five successfully performed treatments. The reported treatment could be identified in the logfile. Suction ring and patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be identified conclusively based on the available information. The manufacturer internal reference number is: (B)(4).